Event description:
It was reported that patient underwent left partial knee procedure on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to a suspected infection. The tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative, infection, and allergic reaction."

Manufacturer narrative:
This follow-up report is being filed to correct product lot number, expiration date, and manufacture date information. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00941 & 01945).

Event description:
It was reported that the patient underwent an left partial knee procedure on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to a suspected infection. The bearing was removed and replaced. Another revision occured on (B)(6) 2015 due to infection. All components were removed and replaced with cement spacer molds.

Manufacturer narrative:
This follow-up report is being filed to correct information. Product location unknown.